Event description:
A device left as a loaner to replace one sent for factory upgrade caused a pt to react unexpectedly during a endoscopic procedure. The clinical staff was using a plasma coagulator on an pt under anesthesia when the pt jerked. They stopped, rechecked all connections including return pad and tried again. When the pt jerked again, they stopped using the device. The loaner was one of two left by a factory rep, unannounced to biomed, for a no cost upgrade which included overnight fedex shipping. They were to reprogram all settings local settings. According to staff no inservice was provided. I asked the representative if the recall was initiated by pt/hospital complaints. He replied that some facilities that don't put the pt as far under as we do have had complaints. The system, consisting of 2 devices was returned to the manufacturer, with all disposable items used. I was informed of a situation that occurred in endoscopy involving a loaner plasma coagulator. I checked with the source, denise hogue (see attachment a) and confirmed that an unusual movement by a pt concerned the staff performing a procedure. As stated in the e-mail, the pt apparently physically responded to activation of the plasma coagulator. They stopped and rechecked all connectors and the return pad positioning. Finding no problems they tried again with the same pt response. At that point they quit using the device. The active probe and return electrode were sequestered by denise so all items used it the procedure were intact. The factory representative returned this morning to replace our upgraded generators which had just returned from the atlanta. I asked him the reason the manufacturer was doing these upgrades, at no cost, including overnight fedex shipping. He replied it was the nature of the company to provide free upgrades. I asked if there had been any reports of problems that initiated the upgrade. He mentioned some facilities, who don't anesthetize they-re pt as deep as we do, have called about pt discomfort complaints. The representative and I agreed the device in question needed to be inspected by the company. Since it's actually owned by erbe and neither he, nor I have the capability of checking output energy for these unique devices in the field, it should be returned to erbe. Therefore, I gave him the generator, argon module and both disposable items for a factory level inspection (see attachment b). I also told him this info would be reported on a med watch/FDA report by me, to erbe and the FDA. An rn complained that the representative left the loaner equipment, which operated differently than ours, without providing an inservice. The representative assured me he had programmed all our personal settings onto the loaner and they operated the same. I insisted he talk with all operators when returning our unit to assure they are comfortable with these settings. He agreed and noted returned items have three separated warning labels warning the operators to check personal programs. I have begun a file with all the documents pertaining to the upgrade and testing of the units we own including copies of the letters from the manufacturer discussing the upgrade.